Event description:
It was reported that the device was t-wave oversensing during pacing. Tech services discussed that the oversensing could not be resolved with programming and recommended repositioning the lead. The patient also received inappropriate atp as a result of oversensed post-sense t-waves. It was later reported that the physician will perform nips study on the patient and adjust the sensitivity during the study. The lead will then be monitored.